Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap. Chole. - "at the end of procedure, surgeon, to take off a gauze used during procedure, caught it with johann grasper and took it off through our c0r85 trocar. After trocar extraction he realized that part of tip trocar (fragment of about 5mm) was broken. He could not find anymore plastic piece and he doesn't know if it remained in patient abdomen. Event was reported to italian ministry of health as "incident." Event sample is available but we need to wait legal time before organize its pick up (and if ministry decide not to check it by himself)." Patient status - unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the tip of the cannula was fractured. Dimensional measurements of the device were performed and found to be within current manufacturing specifications. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the experience could not be determined. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.